Manufacturer narrative:
This report is submitted on february 9, 2021.

Event description:
Per the clinic, the patient experienced chronic infections at the abutment site, and underwent a surgical procedure on (B)(6) 2020, in order to remove the abutment.